Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd¿ catheter tip syringe was found with foreign matter as ¿there was a brown sticky substance on the syringe tip under the cap. There was also a small amount of the substance on the outside wall of the tube." There was no report of exposure, injury or medical intervention needed.

Event description:
It was reported that before use a bd catheter tip syringe was found with foreign matter as ¿there was a brown sticky substance on the syringe tip under the cap. There was also a small amount of the substance on the outside wall of the tube." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Manufacturer narrative:
Bd received a 2oz syringe catheter tip from lot 7214589 for evaluation. Our quality engineer visually inspected the returned sample and observed oil on the tip of the syringe. Based on the visual inspection the engineer was able to verify the reported issue of foreign matter. During the printing process the syringes ride along on chains and it is possible for the oil on the chains to get on the syringes and contaminate them. However, this appeared to have been an isolated incident as this was the first reported case of foreign matter associated with this lot. A review of the device history review revealed zero defects found during the production of this lot. No corrective actions at this time, defect within allowed quality limits. Defect rate is .0007% and the allowed defect rate is .25%. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use a bd catheter tip syringe was found with foreign matter as ¿there was a brown sticky substance on the syringe tip under the cap. There was also a small amount of the substance on the outside wall of the tube." There was no report of exposure, injury or medical intervention needed.